Manufacturer narrative:
Age at time of event: patient was over 18 years old.

Event description:
It was reported that balloon rupture occurred. A 7x120x130 eluvia self expanding drug eluting stent was selected for endovascular treatment (evt) in the left superficial femoral artery (sfa). A jupiter fc wire was attempted to be used to cross the chronic total occlusion (cto) however, the tip became kinked. A new wire was placed and the calcified lesion was crossed. Predilation was performed and a 6x120 eluvia device was successfully placed. When the physician attempted to deploy the complaint device, the thumbwheel became hard and resistance was felt. The stent was slightly deployed but due to the resistance, it was retracted into the sheath and removed from the patient's body. The physician suspected a kink in the shaft. The procedure was successfully completed using two additional devices of the same size, for a total of three placed stents. A sterling mr, 6.0x40, 135cm balloon catheter was selected for post dilation after stents were implanted in the left superficial femoral artery (sfa). Upon the first attempt at inflating to the specified pressure, the balloon ruptured between 6 and 10 atmospheres. Another sterling device was selected to complete the post dilation successfully. No patient complications were reported.